Manufacturer narrative:
We are reporting this adverse event to the FDA as a precautionary measure since it occurred after a repair using a poly-tape (30 x 800 mm) ((B)(4)). The event occurred in (B)(6). The poly-tape was being used for a specific procedure for which we have not submitted a specific indication for use in the USA. Indeed, the 510k applicable to this product describes the use of a poly-tape with a fastlok fixation device; in the surgical technique used in connection with this reportable event, a fastlok fixation device is not used. For these reasons, we would not expect that the adverse event would be replicated in the USA. We are still trying to gain evidence from our distributor to determine the root cause of the adverse event. At this point in time we have several theories as to the possible cause, but we believe that the underlying condition of the pt's natural patellar tendon would have contributed to at least some degree. We are working with our distributor to try to gain further info to allow us to determine more accurately the root cause, and therefore what if any remedial action we need to take.

Event description:
A 30 mm poly-tape was used in surgery in a (B)(6) hosp on (B)(6) 2011. The operation was a complete replacement of the distal patellar tendon. Due to cortisone therapy the pt's natural patellar tendon was completely absent, so an augmentation was not possible. (B)(6) months after the initial surgery, our (B)(4) distributor was informed that the poly-tape had ruptured and further surgery would be required. While a 30 mm tape would normally be expected to be suitable for patellar tendon reconstruction, this assumes that there is at least some remaining natural patellar tendon to which the tape can be sutured, and to encourage the cell recruitment process. This was not the case in this instance, however, which is thought to have led to increased force on the tape than would typically be expected, particularly because the individual was rather overweight ((B)(6)).